Manufacturer narrative:
Expiration date: 03/31/2025. PMA/510k: this product is not marketed in the us. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.1mm, vich12.1, -10.00 diopter, implantable collamer lens tore/broke during injection/delivery into the patients right (od) eye. The lens was implanted,removed and replaced intraoperatively. Problem resolved. In the reporters opinion the cause of this event was unknown. It was reported that on (B)(6)2022, 3 days after surgery corneal edema was noted. However, it did not require treatment beyond what is standard after ocular surgery. The edema was related to the surgery itself (removal and replacement) and not the lens.